Event description:
Customer stated when pulling fluid through the syringe, there were little red specks in fluid. A second floseal kit was used to complete surgery and the surgery was successful.

Manufacturer narrative:
(B) (4). The sample has not yet been received for evaluation. This case is being submitted as a conservative measure. In case the foreign particle in the syringe is not observed, and would be applied to the surgical field, it potentially may cause a foreign body reaction or exceptionally local/generalized infection.